Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall into patient? Yes. If yes, was it retrieved? Yes. And how? Unk. Any patient ae outcome as a result of the event report? No. Does a piece of the needle remain in the patient¿s tissue? No. If yes, what tissue structure is it located? Na. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Na. Any medical surgical intervention done or planned to remove needle at later date? Na. Was the patient treatment altered in anyway due to the delay in surgery time? No. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the delay in surgery time? No. Patient current condition? The patient is going well, he is went out 8 days after the procedure.

Event description:
It was reported that a patient underwent a resection of a left atrium tumour under extracorporeal circulation on (B)(6) 2019 and suture was used. During the procedure, the needle pulled away from the thread. There was a delay of the procedure. No patient consequence were reported.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mjh924, eh7475h and no non-conformances were identified.